Manufacturer narrative:
Submit date: 03/15/2017. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The sample consisted in one palindrome catheter that presented signs of use (remains of blood). Visual inspection was performed and a hole was found on the joint of the catheter. As per the instructions for use, the customer has to perform a visual inspection before using the device, since states: [do not use the catheter if it appears damaged or defective], [catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance] and continues [do not use acetone on any part of the catheter. Aqueous-based povidone iodine, exempt, hibiclens (chlorohexidine), amukin 50%, hydrogen peroxide, neosporin antibiotic ointment, bacitracin ointment, bactroban cream, isopropyl alcohol 70%, chloraprep can be used. Inter-mixing of these solutions has not been tested and is not recommended]. Based on the information, the device functioned as intended for a certain time and this defect was not identified prior to use; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended, and a cause could not be related to manufacturing activities. The most probable root cause could be considered as customer misuse (excessive force, sharp objects, inappropriate use of cleaning agents, etc.). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 1/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that the tube and the y-hub were leaking blood during dialysis.